Manufacturer narrative:
The investigation of positioning issues has been completed. The pump was not returned for investigation. According to the clinical report, the pump position was found to be deep following the initial placement. Additionally, several "impella position unknown" alarms were reported during the case, despite the pump being in good position. The purge case replacement resolved the purge casette failure alarm. The cause of the positioning issue was most likely use related since pump was found deep initial placement.

Manufacturer narrative:
The impella device was not received from the customer as the device remains implanted, supporting the patient at the time of writing this manufacturer device report (MDR), and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a patient with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support (mcs) and may have encountered positioning issue. The patient was admitted with fluid volume overload and over the past several weeks had worsening heart failure and cardiogenic shock requiring intra-aortic balloon pump (iabp) placement. The decision was made to upgrade to an impella 5.5 device, which was placed in normal fashion with no issues through a 10 millimeter gelweave graft. Fluoroscopy was used for insertion of the diagnostic catheter and guidance of the impella over a 0.018 guidewire. Once the guidewire was removed, the impella was started at performance level p-2. The impella appeared deep and, therefore, was pulled back slightly measuring 4.2 centimeters. Once insertion steps were completed, the iabp was removed and the impella was slowly ramped up to p-7. The implant was complete and the patient was sent to the unit on support. Approximately 24 days post start of support, the automated impella controller displayed the following indication "impella position unknown" despite having great pulsatility. The physician thought maybe the optical sensor was damaged. The patient continued and currently remains on impella 5.5 mcs. There was no patient harm as a result of the event.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed for optical signal issue. According to the data log, the signal-to-noise ratio (snr) and contrast dropped below the normal ranges of 1500 and 15, with no corresponding changes to the p-level from the beginning of the case. No abnormalities were observed in the other 5s optical signal parameters. The cause of the optical signal problem remains not determined, as the pump was not returned for examination and it is unclear whether the pump potentially contributed to the issue. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. H6 updated to include placement signal coding. Corrections that were made from the initial manufacturer device report number 1220648-2025-26202 d10 concomitant medical products and therapy dates updated.